Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged battery charger power cable connector) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger power cable was damaged at the connector.